Event description:
It was reported, the subject device image was abnormal. The issue was found during preparation for therapeutic laparoscopic surgery which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Documented here due to current system limitation: e2 (health professional) = blank; e3 (occupation) = no information provided. To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image to jump and flash green or purple. Based on the results of the investigation, it is likely the following led to the malfunction: image to jump and flash green or purple caused by a component failure of the light guide hose (universal cable). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.